Event description:
A physician reported a patient who was skin-tested in the right forearm on 7 and 22 january 1999, both negative results. The patient was treated on 19 february 1999 without event. On 18 march 1999, the patient was treated within the nosolabial folds, chin, oral commissures, upper and lower vermilion borders, and the perioral area. The procedure was without event. On 27 april 1999, the patient presented with a "draining cyst", (serosanguinous drainage), in the chin area. The physician treated the patient with an intralesional triamcinolone injection and oral ceftin for one week but did not diagnose hypersensitivity at that time. The patient returned on 25 june 1999 with painful, inflammatory cysts (without drainage) in the perioral area as well. The physician diagnosed hypersensitivity and prescribed il triamcinolone and oral minocin. The patient returned on 2 july 1999 with inflammatory cysts at all teatment sites. Additional il triamicinolone was injected. The patient was seen again on 16 july 1999 by the physician, who administered intralesional triamcinolone into an abscess at the vermilion border. The physician noted the patient's symptoms seemed to be improving.